Event description:
It was reported that the device reached eol prematurely. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. No high current drain sources were found throughout testing. The battery was returned to the vendor for further analysis. Analysis found an internal anomaly within the battery which resulted in the reported premature battery depletion.